Event description:
It was reported that when discharging the catheter, the catheter got caught on the introducer. The clinician snipped the sutures from the introducer and when pulling back on the catheter from the introducer, it got caught on the tip of the introducer passing the sheath at approximately 10 centimeters back of the thermal filament (end of thermal filament). It was stated that it is an arrow introducer, it's believed to be 8.5f introducer. Returning both catheter and introducer. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. The catheter was returned with what appears to be an arrow introducer. The catheter body is broken in half at approximately 36 centimeters proximal of the catheter tip. There is also a severe kink in the catheter body in the 35 centimeter area. When received the catheter was bent to near a 90 degree angle inside the introducer. The catheter is very hard to move or pull out of the introducer when bent to such a sever angle. When the introducer was straightened out, the catheter was removed easily. Both the thermistor and thermal filament wires are broken at the catheter body break site. This event was determined to be reportable following edwards standard procedures. A device history record review was not completed due to the lot number not being reported.